Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 577mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. Reviewed the programming and found that the daily totals do not match to the bolus and basal. No further info was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to faulty force sensor resistor. Unable to complete functional test including occlusion test and excessive no delivery alarm test due to prime anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, a21 error test, displacement test and rewind. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and broken battery tube threads.